Event description:
It was reported "the implant broke upon insertion". On (B)(6), 2014 in direct conversation with distributor, he stated surgery was a 2 level fusion l4-5 s1. The surgeon attempted to put the implant into s1 but there was so much degeneration (of the pt's spine) the surgeon said he knew there was a potential for device to break. The device broken when the surgeon malleted it into place. The surgery time was increased by a few minutes. The implant was removed. The surgery was completed using pedicle screws and rods. There was no injury or adverse consequence to the pt reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.